Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the reported condition of "f-27 alarm" was not confirmed during device evaluation. The condition was unable to be reproduced or verified in the alarm log. Therefore, no repairs were made to this device.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A service history review determined that the device has been previously sent into service for the reported condition of "f-27 alarm." At that time, the slide clamp sensor connectors were cleaned and re-soldered to correct the problem.

Event description:
Baxter (B)(4) reported a flogard infusion pump with a f27 alarm. This event occurred upon power up in the general pt ward. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.